Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan alleging an "error 5" issue with a one touch ultrasmart meter. The medical surveillance specialist (mss) spoke to the patient eleven days later, and was able to obtain/verify information. The patient tests her blood glucose 3-4 times a day. She manages her diabetes with insulin (unknown type). The patient initially indicated that the alleged issue started the previous month, at an unspecified time. However, the patient informed the mss that she had not been able to test with the reported meter for a couple of weeks because of the alleged issue. Also, due to the alleged issue, the patient modified her diet by consuming less food/drinks. On an unknown date/time after the alleged issue began, the patient claimed that she had a brief hypoglycemic episode that lasted for a few minutes. The patient claimed that she developed symptoms of shakiness and sweating. The patient administered self-treatment by eating food which helped to relieve her symptoms. The alleged "error 5" issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.